Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for occlusion of the ivc. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced obstruction of flow. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of (B)(6) year old female patient was not provided.